Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was running on its own without the trigger engaged was confirmed. An assessment was performed on the device which determined the device was running without the trigger being pressed. It was observed that the electronic control unit (ecu) plate came off, and there was water found inside the unit. The assignable root cause was determined to be component damage due to improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the small battery drive device was running on its own without the trigger being engaged. The event was not reported to have occurred during a surgical procedure. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.